Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high elecsys troponin t stat assay results for several patient samples from the cobas e 411 rack analyzer when compared to the results from a cobas 6000 e 601 module. Data was only provided for one patient sample. The results from the cobas e411 were 0.026 ng/ml and 0.024 ng/ml. The results from the cobas e601 were 0.018 ng/ml and 0.020 ng/ml. The erroneous results were reported outside of the laboratory. The results from the cobas e601 were believed to be correct. There was no adverse event. The reagent lot number used on both analyzers was 27349700 with expiration date 31-oct-2018. The field service representative could not find a cause. He performed hardware and diagnostic checks and ran performance testing and precision studies.

Manufacturer narrative:
Further clarification was received from the customer that the results from the cobas e 411 rack analyzer were believed to be correct.